Event description:
While nurse was using hot pack to warm patient's left hand for lab draws, the package contents leaked onto the patient's palm of hand and she complained of "burning". Upon assessment there were no visual burns or abnormalities to patient's hand.